Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) defibrillation coil and the the svc (superior vena cava) defibrillation coil was beyond the expected upper range. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was compromised, but it was difficult to determine whether the failure was for a lead fracture or for a possible connection issue with the implantable cardioverter defibrillator (ICD) device. Both the rv defibcoil and superior vena cava (svc) coil measured high impedance. A revision surgery was being performed. The currently status of the lead and device remain unknown at this point. No patient complications have been reported as a result of this event.